Event description:
The manufacturer received information alleging that a trilogy evo device, japan, generated a ventilator inoperative alarm and stopped operating during pre-delivery checking in the sales office. There was no patient involvement, harm, or injury reported, as the device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer¿s investigation is ongoing. If additional information becomes available, a follow-up report will be submitted.